Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 200 ml secondary infusion of chemotherapy was infusing at a rate of 200 ml/hour and a 250 ml primary line was set up to infuse at 25 ml/hour. ¿ when clinician left the room the secondary was dripping properly, and the primary line was dropped lower than the secondary using the secondary hanger fully extended. ¿ upon return about halfway done with the infusion this was still true. 30 minutes later, ¿ upon return there was approximately 50ml remaining in the secondary bag (the chemo) and the pump was infusing at the 25 ml/hour rate. This caused the patient to have to wait an additional 20 minutes for the reminder of the bag to infuse.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion of a secondary infusion of chemotherapy was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. On (B)(6) 2025 at 9:56:51 am the pcu was powered on, the suspect pump module was added and assigned to channel a. The user selected yes to ¿new patient¿. The profile selected on the returned pcu was identified as ¿inpt onc/transplant¿. At 9:56 am the unit was selected, the user selected ¿guardrails IV fluids¿ and a primary infusion was programmed with a rate = 999 ml/hr ad a volume to be infused (vtbi) = 50 ml, the infusion was started. One (1) minute later the rds connection was stablished, and the time of day was modified to 10:57 am. At 10:59 am the unit was selected, and a secondary infusion was programmed with a rate = 200 ml/hr and a vtbi = 200 ml. Subsequently, the primary infusion was completed, the user changed the vtbi of the primary infusion to 50 ml and the infusion was started. At 11:00 am the unit was selected, the device alarmed for air in line, the user then restarted the infusion. A secondary infusion was programmed with a rate = 200 ml/hr and a vtbi = 200 ml, then the secondary infusion was started. From 12:01 pm to 12:03 pm the device made the switch over to the primary infusion, then it was started. The user paused the infusion and the unit was selected, the user programmed a basic secondary infusion with a rate = 200 ml/hr and a vtbi = 50 ml. Subsequently, the user programmed a primary infusion with a rate = 999 ml/hr and a vtbi = 150 ml, the secondary infusion was then started. From 12:18 pm to 12:20 pm the pump module made the switch over to the primary infusion, two (2) minutes later the user paused the infusion and the device was channeled off. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported under infusion of a secondary infusion of chemotherapy was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, a040101, g02017, g04100, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 200 ml secondary infusion of chemotherapy was infusing at a rate of 200 ml/hour and a 250 ml primary line was set up to infuse at 25 ml/hour. ¿ when clinician left the room the secondary was dripping properly, and the primary line was dropped lower than the secondary using the secondary hanger fully extended. ¿ upon return about halfway done with the infusion this was still true. 30 minutes later, ¿ upon return there was approximately 50ml remaining in the secondary bag (the chemo) and the pump was infusing at the 25 ml/hour rate. This caused the patient to have to wait an additional 20 minutes for the reminder of the bag to infuse.